Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
Customer reports during a left ventricular angiography injection with the power injector, the catheter separated at the base of the hub. The patient tolerated without incident, no reported injury. No product lot number was recorded and the product was discarded. The power injector was set at 1,000 psi.